Event description:
It was reported that bd insyte-n autoguard catheter sheared. The following information was provided by the initial reporter: rn attempted to place piv with 24 g needle. Rn #1 noticed that inserting piv seemed more difficult. Rn #2 viewed needle and agreed that it looked weird. Rn #1 immediately retracted the needle. After inspecting catheter, rns noticed sheering/malfunction. Was there injury? No.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 24ga x 0.56in. Insyte-n autoguard unit from lot number 3251079. A microscopic analysis was performed on the cannula tip, but no defects were discovered on the needle and the needle tip was classified as acceptable. Microscopic analysis was performed on the catheter and discovered a v shape cut on the catheter tubing. This shape is normally a result of a needle spear through. A leak test was performed where leakage was confirmed. Due to the evidence of use on the device, it is likely that the catheter was damaged during the insertion process and not during the manufacturing process. Had the defect occurred during manufacturing, the condition of the catheter and needle would render the device unusable. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.